Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with an infusion sets as the oval tape came off after being used for a few days. Patient prepared the site using alcohol and lets it dry before insertion. Patient confirmed the use of oval tape to secure product. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).